Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. The customer?s concern regarding failed accuracy was unable to be confirmed. However delivery accuracy testing on the pump supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3 percent but within the published specification of +/-6 percent. The pump?s expulsor will be replaced as a preventive measure.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pumps, the pump failed accuracy by -7.35%. No patient injury reported.